Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during initial drain. The low drain volume alarm was not cleared before it was reported or cleared without troubleshooting assistance. The patient drained 68ml when the alarm occurred. The last volume infused was 2500ml. The initial drain volume alarm setting was undetermined. The patient did not start the therapy dry or without a last fill volume. The drained fluid (or set) did not contain fibrin. The drain did not begin flowing normally after the patient sat up. The baxter technical service representative (tsr) had the caregiver (cg) rebreak the frangible and they moved the clamp and they rubbed the line and they pulled up on the lines and they checked the lines for fibrin or air. The cg stated that there was air all through the line. The cg ended therapy and would start over with new supplies. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.